Event description:
The manufacturer received information alleging a device did not meet acceptance criteria of evaluation process for initial power up. And a com error. There was no harm or injury reported. The device was returned to a third-party service center, the com error was confirmed. It was recommended to customer to repair the interface board; customer has requested no repair. The unrepaired device will return back to the customer.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.